Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting. (B)(4).

Event description:
The reported complaint received on 12aug2019 of "no ultrasound image - problems with crystals" involving the pentax medical linear ultrasound video gastroscope model eg-3870utk (serial number (B)(4) did not and is not likely to contribute to or cause a serious injury or death of a patient or user. On 09sep2019, gfe response was received from the user which stated they became aware of the failure "during the procedure while using a needle for an fna, its image quality was low enough that they could not see the needle from the fna." No serious injury or death of a patient or user, or delay in the procedure which would require medical intervention was reported. However, the information reasonably suggests that if the malfunction recurs while in use with pentax product is likely to cause or contribute to a death, serious injury, or other significant/important medical event as defined in 21 cfr 803, therefore this event is reportable. Pentax customer service issued RMA # 10138556 for the return of the device for further evaluation. On 20aug2019, the endoscope was returned to pentax medical for further evaluation and evaluated on 22aug2019. The inspection findings are as follows: fluid invasion in ultrasound connector, passed dry leak test, passed wet leak test, customer complaint not duplicated, corroded ultrasound connector body. The inspector was unable to duplicate the user narrative, however the ultrasound connector was cleaned and along with miscellaneous adjustments and returned to the user on 30aug2019 on delivery note 82097873. Given the inspector findings the likely root cause of the user experienced was fluid invasion in the ultrasound connector which was subsequently dried given the length of time from the user experience to receipt for further evaluation. On 22-jan-2021, a device history record(DHR) review for model eg-3870utk, serial number (B)(4) was performed under ivai-21-030009, the DHR review confirmed the endoscope was manufactured on 16-jun-2015 under normal conditions, there were one nonconformance found during final inspection for up/down knob molding defect. The unit was reworked where the knob was replaced, and the unit passed all subsequent required inspections and was released accordingly. Also, the dates of approval for shipment and actual date shipped were confirmed. On 04mar2021, a review of the service history was performed, and it was confirmed that the device had some serviced at a pentax service facility since date installed of 21aug2015.

Manufacturer narrative:
Evaluation summary: it is assumed that the ultrasonic image is not displayed, and as a result of the investigation in the repair, the ingress of water into the scope has been confirmed, which caused the substrate to fail and lead to the loss of the ultrasonic image.